Event description:
Additional information was provided that elective replacement indicator (eri) had been reached due to a CT greater than 19 seconds. The device was subsequently replaced and will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded one charge time (CT) of 20.5 seconds and a monitoring voltage of 2.56. It was questioned if elective replacement indicator (eri) had been reached with this CT. Technical services (ts) noted that another capacitor reformation would be performed by the device in 24 hours and if still greater than 18.9 seconds, the device will trip eri. Ts discussed the option of performing another capacitor reformation or demonstrating beep tones to the patient. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.